Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that almost 3 months after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved, immediate load and immediate implant were performed, patient presented bone type IV and bone graft was executed.